Event description:
It was reported that the patient presented for an elective lead replacement procedure. The patient reported experiencing intermittent phrenic nerve stimulation starting from the day before. The phrenic nerve stimulation occurred when the patient was in many different body positions. Upon interrogation of the pulse generator, it was found that the left ventricular lead exhibited high impedance. The lead was then explanted and replaced. The patient did not experience any procedural complications and was discharged the same day.

Manufacturer narrative:
Analysis found the complete lead was returned in two pieces. The connector piece was 52.6 cm and the distal piece was 39.5 cm. The ring electrode cable was separated in the connector region. The ring electrode cable was found fractured at this section. Ring electrode cable was separated due to the connector boot being bent and surface abrasion was noted on the connector boot. The cause of the high lead impedance was due to the fractured ring electrode cable. All other damages found were consistent with procedural damage.